Event description:
Information was received that device received error code 144. Patient involvement is unknown.

Manufacturer narrative:
One cadd ms3 pump was received with a damaged rear house. The event history log was reviewed and there was no evidence available. Functional testing and visual inspection were conducted. The reported issue was able to be confirmed. During power up and inspection of the pump, the device had an error code 144 occur on the screen display. The error code 144 indicates a problem with the microprocessor board. Further investigation determined that a faulty microprocessor board is the cause of the issue. Therefore, the microprocessor board will be replaced.